Event description:
It was reported that the external pulse generator (epg) would not power up. The battery was replaced, but the issue remained. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the upper case, lower case, two side bail covers, and battery drawer are broken. Battery release, ring cover, and lead flex cover are contaminated. Battery contacts are compressed, the ring is bent, and encoder flex is electrically out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.